Event description:
It was reported that wake button on pump was difficult to engage. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.